Manufacturer narrative:
The reported reader was returned and investigated. Performed visual inspection on the charging cable and ac (alternating current) adapter, no issues were observed. Observed reader to be sufficiently charged. The reader was sent for further investigation. A visual inspection was performed on the returned reader and no issues were observed. The reader was de-cased and a power consumption test was performed and observed the off current to be within specification. No malfunction or product deficiency was identified. Therefore, the issue is not confirmed. This serves as a correction report. Sections b5, d1, d4 - model no, h3 - device returned to manufacturer?, h6 - adverse event problem, and h10 - addtl mfg narrative were incorrectly documented in the previous initial MDR report. These sections have been updated.

Event description:
A customer reported a low battery issue with the adc device and she was unable to obtain a reading. The customer had contact with a doctor who obtained a blood glucose reading of 350 mg/dl and provided unspecified treatment for a diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported reader was returned and investigated. Performed visual inspection on the charging cable and ac (alternating current) adapter, no issues were observed. Observed reader to be sufficiently charged. The reader was sent for further investigation. A visual inspection was performed on the returned reader and no issues were observed. The reader was de-cased and a power consumption test was performed and observed the off current to be within specification. No malfunction or product deficiency was identified. Therefore, the issue is not confirmed.

Event description:
A customer reported a low battery issue with the adc freestyle libre reader and she was unable to obtain a reading. The customer had contact with a doctor who obtained a blood glucose reading of 350 mg/dl and provided unspecified treatment for a diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a low battery issue with the adc freestyle libre reader and she was unable to obtain a reading. The customer had contact with a doctor who obtained a blood glucose reading of 350 mg/dl and provided unspecified treatment for a diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event.